Manufacturer narrative:
One (1) used spinning spiros was returned connected to the y-site of a carefusion pump set. The spin feature at the female luer of the spinning spiros had been activated and was spinning freely as designed. The spinning spiros was pressure leak tested and it met pressure leak expectations outlined in the product performance specification. The complaint of leakage around the spinning spiros was unable to be confirmed. The DHR review could not be completed since no lot # or list # was provided.

Manufacturer narrative:
The device has been received. The investigation is not yet complete.

Event description:
The event involves a spiros with unknown lot and list number that after completion of the infusion, there was chemo leak noticed around the spiros and the spill was noted on the floor. There was no patient involvement, a chemo spill was noted but no harm reported, and no delay in critical therapy. No additional information received.